Manufacturer narrative:
(B)(4). The reported events of "lymphadenopathy" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and seroma-late.

Event description:
Patient reported left side "pain in left chest", "soreness","swelling", "lymphadenitis on the left side of chest", "patient is at high risk and feel insecure about the quality of this company's products", "focal anechoic fluid collection beneath thickened skin of surgical scar at lower border of left breast with localized" and "lobulation or folding of implant capsule". The device has been explanted.